Manufacturer narrative:
(B)(4). Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. During the procedure, the mesh was cut at the skin level while the plastic sheath surrounding the mesh was still in place. The plastic sheath is still in the patient. It was reported that the device was not faulty and the event was surgeon error. Additional information has been requested. .

Manufacturer narrative:
(B)(4). There may be a few millimeters of sheath still in the patient, however, the physician thinks he has removed most of it. No further medical intervention has been necessary and the patient is doing fine.